Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a super stiff guide wire (non- medtronic product) perforated the left ventricle. The sales rep reported that the event was caused by the boston scientific amplatz super stiff wire. The patient is doing well and no additional adverse patient effects have been reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).